Event description:
A malfunction in the pump was reported by the customer, who disconnected before transferring to the technical team. There was no adverse impact on the customer's blood glucose level. Technical support attempted to reach the customer by phone and left a voicemail with instructions to assist if the customer returns the call.